Event description:
Information was received from a consumer and health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine 10 mg/ml at 2 mg/day. The indication for use was non-malignant pain. The patient heard an alarm and was referred to his hcp. The pump was interrogated, and it was determined that the pump was empty. The manufacturing representative had access to the pt/8840. The patient missed a refill. The medication was not available. It was later reported that noncompliance of the patient was the issue. There were no reported symptoms. The patient was scheduled for a refill, and the pump was filled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.